Manufacturer narrative:
The product will be returned for analysis, but it has not been received at the analysis site. Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
It was reported by the hospital contact that it was not possible to advance the stent ((B)(4)) delivery wire through the introducer. It was initially reported that the product will be returned for analysis. Only the stent was received for analysis. No more additional information is available at this time. Therefore, it cannot be confirmed when the stent was detached.

Manufacturer narrative:
It was reported by the hospital contact that it was not possible to advance the stent (enf452200/10485324) delivery wire through the introducer. It was initially reported that the product will be returned for analysis. Only the stent was received for analysis. No more additional information is available at this time. Therefore, it cannot be confirmed when the stent was detached. The stent was received deployed inside of a plastic bag. Delivery wire was not returned for evaluation. The introducer tube was not returned for evaluation. The stent was observed under vision system and no anomalies were detected. The functional analysis could not be performed due the stent was received deployed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of this complaint involved lot # 10485324. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿stent - deployment difficulty-premature deployment¿ was confirmed since the stent was received deployed. The failure reported by the customer as ¿delivery wire- impeded-in introducer¿ could not be evaluated due to that the delivery wire was not received. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; handling and procedural factors could be contributed to this condition. No corrective action will be taken at this time.